Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was implanted transgastric to pancreas to treat a pancreatic pseudocyst during an endosonographic cystgastrostomy procedure performed in (B)(6) 2020. During a planned routine stent removal procedure on (B)(6) 2021, stent ingrowth was noted. The patient's pseudocyst was resolved at the time the stent ingrowth was noted; however, the removal procedure was rescheduled to confirm that there was no perforation due to the ingrowth. It was determined that there was no perforation and the stent was successfully removed as planned on (B)(6) 2021 using a croc forceps. There were no patient complications as a result of this event.